Manufacturer narrative:
Final analysis found the pulse generator in backup mode due to multiple flipped bits. The device was at end of life (eol) due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator would not interrogate. The device was explanted and replaced.